Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, stent damage occurred. In (B)(6) 2013, the subject presented with stable angina (ccs classification: 3) and the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid lad with 80% stenosis, a length of 14mm, and a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation, placement of a 3.50 x 20mm study stent and post dilatation with 19% residual stenosis. Post procedure (B)(4) angiography results noted presence of stent deformation. Baseline (B)(4) angiography comments note: stent deformation present secondary to bifurcation stenting. It is not due to longitudinal deformation. The subject was discharged the following day on dual antiplatelet medications.